Manufacturer narrative:
Pump was received with no button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted.

Manufacturer narrative:
Pump was received with no button response due to flattened act button dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted.

Event description:
The customer reported via phone call that the insulin pump that the buttons kept working on and off. The customer's blood glucose was 113 mg/dl at the time of incident. The insulin pump will be returned for analysis.